Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 30 mg/dl this morning. Customer stated that the rest of the day it has been around 500 mg/dl, except for now it was 142 mg/dl. Customer stated that last night his blood glucose was at 96 mg/dl. Customer has been experiencing low blood glucose today and it was the first time he did not wake up in the morning. Customer treated with glucose tablets. Customer was not admitted as an inpatient for medical treatment. Customer stated that he was on the toilet and he fell off. The customer's wife found him hours later. Customer does not use the pump to bolus. Customer stated that he needs to go to eat dinner. Customer was advised to call back if he has any questions.